Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: out of a box of 50 about 5% of the needles are not delivering medication. Failure to deliver medication the needles is blocked, clogged, or occluded, on about 5% of the box. There were three needles in a row that had the blockage problem.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: out of a box of 50 about 5% of the needles are not delivering medication. Failure to deliver medication the needles is blocked, clogged, or occluded, on about 5% of the box. There were three needles in a row that had the blockage problem.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.